Event description:
The customer reported to olympus that the oes bronchofiberscope insertion tube skin was damaged. The issue was found during preparation for use for a diagnostic bronchoscopy which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insertion tube coating was peeling off with metal inside the insertion section exposed. In addition to the reportable malfunction, the following were noted: switch 1 and the image guide protector were damaged; the light guide lens had a crack; the connecting tube had snaking; there were many black dots and red cracks in the image; the control section had corrosion and crystals internally; there was no angulation; the eyepiece was worn. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. This issue is addressed in the instructions for use (IFU): "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor the field performance of this device.